Event description:
It was reported that the right ventricular (rv) lead impedance measurements and threshold measurements were high. The rv lead was e xplanted and not replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead impedance measurements and threshold measurements were high. The rv lead was explanted and not replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Event summary: performance data was collected from the lead and has been analyzed. The save to disk result showed that the impedance pacing for the right ventricular lead was out of range and high, there was a component/subassembly failure and lead conductor issue. It was noted that there was 4 - patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2012. The weekly pace lead trend data shows a gradual increase for minimum and maximum rv pace= 1088 to 7952 ohms peak between (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data was collected from the device and has been analyzed. The save to disk result showed that the impedance pacing for the right ventricular lead was out of range and high, there was a component/subassembly failure and lead conductor issue. (B)(4).